Event description:
It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. On (B)(6) 2025, the physician reviewed transesophageal echocardiography (tee) images for the routine 45 day follow up and a device related thrombus (drt) was clearly visualized on top of the device near the threaded insert. There were no device leaks noted. The patient had verbalized they stopped taking the xarelto on their own after discharge from the hospital despite instructions to continue with the oral anticoagulation (oac) post procedure. The patient was placed back on xarelto 20mg.